Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip ntr is being filed under a separate medwatch report.

Event description:
This is filed because the clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was advanced, however, after deployment, the clip opened to approximately 40 to 60 degrees. The clip remained on both leaflets. A mitraclip ntr advanced to the mitral valve. Leaflet grasping attempt caused a tear in the anterior leaflet. The clip was not implanted and the device was removed. Another mitraclip xtr was implanted to stabilize the first clip and the leaflet tear, successfully reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open-efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: mitraclip xtr (90320u103) was deployed at a2/p2; leaflet insertion was achieved and adequate reduction in mr was observed. However, during clip delivery system (cds) removal, when the handle was pulled back, the clip was noted to have opened/settled after deployment to approximately 10 degrees.